Event description:
The front casters have broken off at least four times since the chair was purchased in jan. 2003. The chair would hit a bump going down the driveway to get to the chair lift for transport, or even a bump at school. The bolts holding the caster housing to the chair frame would bend and break. Rehab tech would come out and replace the bolts with the exact same bolts. The complainant believes the chair to be of poor design since the caster housing is on the outside of the chair frame, causing too much stress on the connecting bolts from the weight of the chair. The chair hit a bump going to the car, and the chair began to flip over onto the pt. The complainant caught the chair, but it took the skin off of their shin in the process. The complainant wants the chair replaced, and medical bills reimbursed.